Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (pd) therapy which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as touch contamination. On the same day the patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics (doses, frequencies and route of administrations not reported) for peritonitis. On an unknown date while hospitalized, the pd catheter was removed and the patient was placed on hemodialysis. The patient had been retrained many times. At the time of this report, the patient was not recovered from the peritonitis event. Additional information was not available.